Event description:
It was reported that the screw head detached from the screw during insertion of the pedicle screw with the kirschner wire. The head continued to rotate but would not firmly with the screw. Another cortical fixation screw was used to complete the procedure. No adverse patient consequences were reported.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Visual inspection of the mis ti cfx fen poly 8x50 revealed that the tulip head had become dislodged from the screw shank. Further examination revealed material deformation on 2 of the flex ball split tabs. The flex ball and saddle remain contained within the tulip head assembly. A review of the device history record for the mis ti cfx fen poly 8x50 found no discrepancies during the manufacturing of the product. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product was released accompanying all quality requirements. A 12 month review of the complaint trend analysis for the mis cortical fix fenestrated screw was conducted on the device family because of a similar bottom loading shank geometric design and functionality. Review of complaints found no significant trends. The root cause is unknown however it is likely that the tulip head was subjected to an unanticipated load during insertion resulting in dislodgement. No corrective action is required as there has been no issue identified in the manufacturing or release of the device and there has been no observed systemic trend. Therefore, the complaint will be closed with no further action required.